Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated ¿restart ilet¿ alert 38 after a cartridge and infusion set change, and the alert persisted despite multiple restarts and replacement of the cartridge and connector; a replacement ilet was shipped while the original was requested for return, and the event was associated with a device motor stall consistent with an insulin delivery malfunction in the pump mechanism. Symptoms included hyperglycemia. Outcomes included temporary disruption of automated insulin delivery with use of subcutaneous insulin by manual injection; there was no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.